Event description:
It was reported that the patient had high impedances on multiple electrodes. The system had been failing for sometime as more and more electrodes became unusable. The doctor thought the problem was the synergy neurostimulator. The neurostimulator was explanted and both leads were connected to a 3058 interstim device. High impedances were still seen, and the leads were explanted and replaced. Two 3058 interstim devices were implanted and both worked fine with the new leads. The doctor thought the cause of the impedances was likely a lead fracture due to a very thin patient and the electrodes being very close to the skin surface and becoming damaged. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model unknown lot# unknown implanted: unknown explanted: (B)(6) 2012, lead model unknown lot# unknown implanted: unknown explanted: (B)(6) 2012.

Manufacturer narrative:
Extension: model 3095-10, serial# (B)(4), implanted: unknown, explanted: unknown; extension: model 3095-10, serial# (B)(4), implanted: unknown, explanted: unknown; analysis of the neurostimulator: model 7427, serial (B)(4), found no anomalies. Analysis of the extension model 3095-10, serial (B)(4), found no anomaly. Analysis of the extension model 3095-10, serial (B)(4) found no anomaly.